Event description:
Cook cath placed at 1635,(80cc in both balloons) rn assessed it at 2009 and noted large amount of water coming out. Rn deflated cook cath, no fluid noted in vaginal balloon. Assumed rupture of vaginal balloon. No harm to pt. Subsequent vaginal delivery. FDA safety report ID# (B)(4).